Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a heating sensation in their scalp during an MRI. The physician speculated it was due to the lead being looped under the scalp.

Manufacturer narrative:
Supplemental submitted to add conclusion codes; after review, conclusion code applies to the event.